Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02720. It was reported that during a lead explant procedure (reference MFR. Report: 1627487-2018-02667) on (B)(6) 2018, the physician accidentally pulled the left l4 lead out of position. As a result, the patient's left l4 lead was explanted and replaced. Note: it is unknown which lead is liable, as a result both are being reported.